Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the injury or confirm that a product malfunction occurred.

Event description:
Name of procedure being performed: total hysterectomy bilateral salpingectomy oophorectomy with posterior vaginal repair. Detailed description of event: gelpoint was used for a total hysterectomy bilateral salpingectomy oophorectomy with posterior vaginal repair. Gelpoint used part of a vnotes procedure (dr is aware and has been informed that this is off indication prior to procedure). At the end of the procedure when the cytoscopy was performed dr notice a bladder injury - 1cm hole) at the top/dome of the bladder. Surgeon has associated this type of blunt injury from the ring of the alexis applying pressure to this part of the bladder. This patient was noted to have a short anterior vaginal wall. Patient also had an umbilical hernia therfore she did not consent to any abdominal laparoscopic work so the surgeon did not repair the hole and patient instead will be catheritised for 3-4 weeks. Other instruments that were used included ligasure maryland - reusuable bowel graspers and vaginal retractors including lonestar retractor. No event sample taken. Intervention: patient catheterised for 3-4 weeks whilst bladder repairs. Patient status: bladder injury - 1cm hole at the top/dome of the bladder.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Event description:
Name of procedure being performed: total hysterectomy bilateral salpingectomy oophorectomy with posterior vaginal repair. Detailed description of event: gelpoint was used for a total hysterectomy bilateral salpingectomy oophorectomy with posterior vaginal repair. Gelpoint used part of a vnotes procedure (dr is aware and has been informed that this is off indication prior to procedure). At the end of the procedure when the cytoscopy was performed dr notice a bladder injury - 1cm hole) at the top/dome of the bladder. Surgeon has associated this type of blunt injury from the ring of the alexis applying pressure to this part of the bladder. This patient was noted to have a short anterior vaginal wall. Patient also had an umbilical hernia, therefore, she did not consent to any abdominal laparoscopic work so the surgeon did not repair the hole and patient instead will be catheterized for 3-4 weeks. Other instruments that were used included ligasure maryland - reusable bowel graspers and vaginal retractors including lonestar retractor. No event sample taken. Intervention: patient catheterised for 3-4 weeks whilst bladder repairs. Patient status: bladder injury - 1cm hole at the top/dome of the bladder.